Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not go past the fill tubing step during the load process; cause was not known. Customer's blood glucose (bg) level was 780-788 mg/dl. Customer went to the emergency room with ketones (amount was not known) identified as life-threatening by a healthcare provider and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.